Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and attempted to charge the battery via a computer, which resolved the issue when the laptop was plugged into a power source. Cts sent a replacement tandem cable and plug for the customer to use, advising them to monitor the situation.